Event description:
It was reported to philips that the equipment does not start. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Analysis of the system log file showed that there was no network connection in image detection ¿ ippc. During troubleshooting, the rse instructed to disconnect the host pc, ippc and mpdu manually and turned everything off and on, but it did not resolve the issue. The rse advised the customer to place the ghost cd on the host pc and to restore the last ippc backup. After restoring the backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.